Event description:
It was reported that approximately 83 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, loose cup and extensive lytic membrane behind cup and thickened, inflamed-appearing periarticular tissue, thick yellowish tan tissue filling the joint space. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported.

Manufacturer narrative:
D10: concomitant devices: (B)(6); 188-01-08 - wedge plasma x/o sz 8. (B)(6); 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. (B)(6); 180-01-54 - nv crown cup clstr hole 54mm group 2. (B)(6); 180-65-30 - alteon 6.5mm screw, 30mm. The product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect and investigation clinical codes.